Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when additional reportable info becomes available. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: secondary energy too high. A laser technician reports surgery was interrupted for a secondary energy too high error message. There was a delay of about 15 minutes before the surgery was completed. Current status of the pt is not known. Additional info has been requested.